Manufacturer narrative:
Device evaluation: lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.5/+2.5/083 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.